Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: 42512100810 - articular surface medial congruent (mc) left 10 mm height use with tibia sizes e-f/cr femur sizes 8-11 - 65034674. 42502807001 - femur trabecular metal cruciate retaining (cr) standard porous - 65098364. 42540200035 - all-poly patella cemented 35 mm diameter - 65061530. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported a patient underwent a knee arthroplasty. Subsequently, the tibial tray was revised approximately 1.5 years later due to suspected loosening. There were no contributing conditions. The surgical technique was utilized. There was no surgical delay. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10 : 42512100810 - articular surface medial congruent (mc) left 10 mm height use with tibia sizes e-f/cr femur sizes 8-11 - 65034674. Unknown - unknown femoral component - unknown. G2 : foreign country : australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.